Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Healthcare professional reported "suspected rupture" via "MRI", later reported capsular contracture baker grade ii. This record is for right side. The device was explanted and replaced with non abbvie.

Event description:
Healthcare professional reported "suspected rupture" via "MRI", later reported capsular contracture baker grade ii. This record is for right side. The device was explanted and replaced with non abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3 d9 h3 h6. Laboratory analysis summary the device related to the reported events of rupture was received on july 02, 2025, with lot number 1600304. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.